Event description:
Complainant alleged that the medics were defibrillating a pt (age and gender unknown), but at some point during the administration of a shock, the pad burst. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the used electrodes would not be returned to zoll for eval, as the pads were inadvertently discarded subsequent to the event. In addition, the packaging was also discarded subsequent to the event. Numerous attempts were made to obtain add'l pt and event info from the complainant's facility. All attempts were unsuccessful. Please reference medwatch report numbers 1220908-2001-01535 and 1220908-2001-01536. These reports document two other separate and different malfunctions that occurred at this facility with two other sets of electrodes.